Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during post-op of a screw implanted in initial surgery. Pre-op diagnosis of patient was atlantoaxial subluxation. It was reported that, there was loosening of right c3 lateral mass screw post-operatively. Misalignment occurred after one year, resulting in the lower end of the rod pressing on the c4/5 vertebral arch causing a slippage. It was unclear whether the rod at the lower end was originally long or the cervical instability was strong, but it compresses the facet joint of c4/5, spinal cord symptoms, and intervertebral of c4/5 on the image opened. Patient experienced c4/c5 myelopathy as a result. During initial surgery, the levels implanted were occipital bone-cervical vertebra c3. Revision surgery was performed and loosened screw was explanted, the construct was extended to thoracic level th1 from occipital bone. The explanted screw was replaced with 4.0mm -18 and re-anchored. There was no allegation/malfunction associated with rod involved. The rod was explanted since the fixing range has been lengthened, it was installed with another rod. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.